Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "melted back panel." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and identified evidence of thermal deformation to the rear cover and base. There was no evidence of thermal damage internally and the unit was operating and producing oxygen to specification. The cause of the thermal deformation was exposure to an external heat source (fireplace, space heater, etc.).